Event description:
It was reported that in 2004 the pt underwent a balloon ablation procedure. The procedure was done under general anesthesia. Immediately after the procedure the pt complained of pain "down there". The physician states that he interpreted this to mean that pt was having cramping and sent pt home. A few days later pt returned with a labial burn. The pt was treated as an outpatient with antibiotics. The pt then returned later with quite a rash, copious discharge and discomfort and therefore was placed in the hosp. The pt was examined under general anesthesia and several burns were noted. There were burns that created linear ulcers along the vaginal wall, and a deep crater along the anterior lip of the cervix which is where the discharge was coming from. There was necrotic tissue at that site.